Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable defibrillator lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had oversensing, intermittent high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and there was a lead warning alert. The atrial pace impedance became intermittently erratic and high beginning the week ending (B)(6) 2012. Out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor developed a fracture (flexed) while in-vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.